Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
This information was sent to synthes complaint handling unit via patient: I would like some information about the charite artificial disc. I had this device implanted in 2007 and have had issues ever since. I was told it was the best option and great new technology. "Natural motion was back". I am very aware of the numerous issues with this device. This device should be recalled. I lost the ability to function at only (B)(6)years old. I'm in constant pain stemming from this device! What is being done to correct this.